Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Edwards received information through its implant patient registry that a 23mm 3300tfxj aortic valve was explanted after a duration of one (1) year and ten (10) days due to aortic regurgitation secondary to infective endocarditis. A smaller size same model 19mm 3300tfxj aortic valve was implanted in replacement. The device was not returned for evaluation due to infection. Type and source of infection were not reported.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information through its implant patient registry that a 23mm 3300tfxj aortic valve was explanted after a duration of one (1) years due to unknown reason. A smaller size same model 19mm 3300tfxj aortic valve was implanted in replacement. No information about device return at this moment. File will be updated.